Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient advocate reported that the left ventricular (lv) lead had fractured a few years ago. The lv lead was not replaced because the patient was too old and heart tissues grew around it. A boston scientific company representative advised to contact the physician for health and lead concerns. Attempts to obtain additional information were unsuccessful. The lv lead remains in service. No additional adverse patient effects were reported.